Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at his scs ipg site. The patient's physician explanted and replaced the patient's ipg with a smaller ipg to help resolve the issue on (B)(6) 2016. The patient's pain has reportedly resolved postoperative.